Event description:
It was reported that the patient ''never had therapeutic effect following the implantation of the device.'' The patient indicated that she considered having the device removed, but was concerned about her kidney problems and the use of general anesthesia. The compatibility guidelines for performing a MRI were reviewed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-33, lot # v234235, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer.